Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal unknown and dianeal pd4 unknown therapies. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date, remedial therapy began with cephalotin (ip) and amikacin (ip) for 14 days (doses not reported). Action taken with dianeal therapies was not reported. In 2011, the patient recovered from the peritonitis. An opinion of causality was not reported.